Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was identified in the flow sensor. This event was caused by the failure to replace the consumable flow sensor in time. The flow sensor is consumable accessory, which needs to be replaced regularly. The disposal, replacement, intended use, service life, calibration, maintenance, alarm and worn out of the consumable accessories are clearly described in the IFU. Clinical staff is required to regularly inspect the consumable accessories and timely replace those expired so as to ensure their function. Otherwise, the machine will give alarms and could not be used normally. This event was due to the consumable accessories being worn out, and could be solved by replacement. This is a maintenance problem. It has nothing to do with the quality of the product itself. The hospital has been reminded to ensure that there are alternative flow sensors. Once there is a problem in use, an alternative one can be replaced in time correction: flow sensor was replaced. The machine operated normally after a new flow sensor was replaced. Reason for not taking control actions: 1. It is a clinical maintenance problem and has nothing to do with the quality of the product itself. 2. Our agent's engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. 3. The problem was found during the test before patient connection and the machine was not connected to the patient, therefore, no injury was caused to the patient. Similar problems can be always found through the preparation before the patient connection. The machine will be suspended from use timely. The event is unlikely to cause injury and belongs to "the event unlikely to cause death or injury". Therefore, this event does not meet the definition of the adverse event, and does not need to be reported as an adverse event. In summary, no control action is required since the risks are completely controllable.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was identified in the flow sensor. Flow sensor was replaced.

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was identified in the flow sensor. This event was caused by the failure to replace the consumable flow sensor in time. The flow sensor is consumable accessory, which needs to be replaced regularly. The disposal, replacement, intended use, service life, calibration, maintenance, alarm and worn out of the consumable accessories are clearly described in the IFU. Clinical staff is required to regularly inspect the consumable accessories and timely replace those expired so as to ensure their function. Otherwise, the machine will give alarms and could not be used normally. This event was due to the consumable accessories being worn out and could be solved by replacement. This is a maintenance problem. It has nothing to do with the quality of the product itself. The hospital has been reminded to ensure that there are alternative flow sensors. Once there is a problem in use, an alternative one can be replaced in time. Correction: flow sensor was replaced. The machine operated normally after a new flow sensor was replaced. Reason for not taking control actions: 1. It is a clinical maintenance problem and has nothing to do with the quality of the product itself. 2. Our agent's engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. 3. The problem was found during the test before patient connection and the machine was not connected to the patient, therefore, no injury was caused to the patient. Similar problems can be always found through the preparation before the patient connection. The machine will be suspended from use timely. The event is unlikely to cause injury and belongs to "the event unlikely to cause death or injury". Therefore, this event does not meet the definition of the adverse event and does not need to be reported as an adverse event. In summary, no control action is required since the risks are completely controllable. Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information: field d4 was updated with full UDI information as requested.